Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a cut on the cord. There were no reports of patient harm.

Event description:
Additional information provided by customer: the event occurred, during an unspecified procedure. That was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunction was identified, during the device evaluation: fiber breakage and dents on the edge. Based on the results of the investigation, it is likely, the following led to the malfunction: component failure. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.